Event description:
It was reported that the system displayed a camera error and would not boot to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connectors. The system operates as intended.